Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received there was injury as a result of the event. There was unanticipated tissue damage. In order to resolve the issue and complete the case, used another manufacturer's device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colon cancer resectioning. During transection, there was a problem loading the device. There was poor staple formation. The staple line was incomplete. The second device was not fired. It was impossible to close the instrument outside the patient for introducing it into the abdominal cavity. To correct the issue, new material was opened. No known impact or consequence to patient. There was a small loss of tissue because it was a small tissue laceration of the proximal rectum and the surgeon had to make anastomosis lower and deeper. The patient progressed favorably regarding this event.